Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer dependent inpatient was seen for device check up. Upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed. The patient was in good condition.